Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat an esophageal cancer during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2024. During the procedure, the white tip of the device was disconnected. The delivery system and tip were removed, and the procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4 (lot number and expiration date), h4 (device manufacture date) were updated based on the additional information received on april 23, 2024. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: a wallflex esophageal stent was received for analysis. Visual examination of the returned device found the stent fully covered and the tip was not returned as it was detached. Additionally, the outer sheath was kinked, and the stainless steel handle was bent. No other damages were noted to the delivery system. The reported event of tip detachment of device or device component was confirmed as the device was returned without the tip. Taking all available information into consideration, the investigation concluded that the observed damages of outer clear sheath kinked and stainless steel handle bent were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. The reported event of tip detached likely occurred due to factors encountered during the manufacturing process. Therefore, review and analysis of all available information indicated the most probable cause is manufacturing deficiency. A corrective and preventative action (CAPA) investigation was opened to further investigate these events and determine if corrective actions are warranted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code: a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat an esophageal cancer during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2024. During the procedure, the white tip of the device was disconnected. The delivery system and tip were removed, and the procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4 (lot number and expiration date), h4 (device manufacture date) were updated based on the additional information received on (B)(6), 2024. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h10: a wallflex colonic stent was received for analysis. Visual examination of the returned device found the stent fully covered and the tip was not returned as it was detached. Additionally, the outer sheath was kinked, and the stainless steel handle was bent. No other damages were noted to the delivery system. The reported event of tip detachment of device or device component was confirmed as the device was returned without the tip. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat an esophageal cancer during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2024. During the procedure, the white tip of the device was disconnected. The delivery system and tip were removed, and the procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event.